Manufacturer narrative:
A ge svc rep performed an on site investigation. The single board computer upgrade kit was installed during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
The customer reported the sys was intermittently shutting itself down and restarting. There is no report of pt injury or death.